Event description:
It was reported that the patient with this implantable pacemaker, presented to the emergency department due to syncope of unknown cause. The device remains in service. No known adverse patient effects were reported.